Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the wake button was unresponsive, the battery was depleting quickly, as well as the pump shutting off unexpectedly. Multiple follow-up attempts were made by tandem technical support; however, there was no response from the customer. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.